Event description:
The following has been reported: "pumps stopped working in the minutes of its first use." "They switch the pump because it wasn't' charging and it was validate by the biomed team." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.